Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that he called the customer regarding a device upgrade and the customer reported that on (B)(6) 2013 the paramedics were called and she was treated with glucagon shot and taken to the hospital. The customer experienced unexplained low blood glucose while sleeping. Her brother found her on the floor unresponsive, so he called the paramedics. She was taken to a hospital, where she was monitored and released the next day once she was stable. The customer mentioned she has been hospitalized with low blood glucose in two occasions. No troubleshooting was done.